Manufacturer narrative:
Part 314.453-us, lot 42p1471: manufacturing site: (B)(4). Release to warehouse date: february 25, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. A product investigation was completed: upon visual inspection, it was found that the distal tip of the device was slightly twisted in the direction of screw insertion and was stripped. No other issues were identified during the inspection. Dimensional inspection of the distal tip could not be conducted due to post-manufacturing damage. The drawing, reflecting the manufactured and current revision, was reviewed. The complaint condition is confirmed as the tip of the device was stripped and twisted. While no definitive root cause could be determined, it is possible that the excessive torque/force was used during screw insertion, resulting in the complaint condition. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the stardrive screwdriver shaft t8 55mm does not retain screws properly. The star end appears to be warped. There was no surgical delay reported. The procedure was successfully completed. There was no patient consequence. During the investigation of the returned device it was noted the distal tip of the device was slightly twisted in the direction of screw insertion and was stripped. Concomitant devices reported: screws (part unknown, lot unknown, quantity unknown). This report is for a screwdriver shaft. This is report 1 of 1 for (B)(4).